Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services was consulted and offered programming recommendations. The rv lead remains in service at this time. No adverse patient effects were reported.